Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, as well as a correction to d10 and the device evaluation. New information added to the following fields: h6 and h10. Corrected fields: d10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it's likely the display failure occurred due to electrical overload, such as lightning or static electricity, or malfunction of a printed circuit board due to moisture absorption degradation. However, a final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that during a diagnostic upper endoscopy procedure the high definition lcd monitor suddenly became completely black and could no longer be displayed. The procedure was completed using another sub-monitor. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the event was not confirmed and visual inspection and operation check showed no abnormality. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.